Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of suspected peritonitis was unknown. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for the event. Action taken with dianeal and extraneal therapies was not reported. It was reported that the patient was recovered from the event. No additional information is available.